Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleges insulin pump was under delivering. The customer experienced high blood glucose and blood glucose was 285 mg/dl and 287 mg/dl. The customer was treated with insulin pump and manual injection. The customer experienced symptoms such as nausea. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.